Event description:
The patient was undergoing a coil embolization procedure for an abdominal aortic aneurysm for the internal iliac artery. While advancing a ruby coil into the microcatheter, it unintentionally detached and was removed. The procedure successfully continued using a new ruby coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.